Event description:
The patient contacted animas on (B)(6) 2012 reporting that the buttons were not responding correctly to presses. The patient stated that the buttons either didn't stop or would not respond at all. The patient confirmed that the keypad was intact and not exposed to water. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: all keys were tested and found to be unresponsive. Keypads are intact. Removed keypads and found all key contacts misaligned, and contamination present under the contrast key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.